Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose was a value displayed as "high." Specific value was not provided. A manual injection of insulin was administered to treat bg level. Customer reverted to manual injections for insulin therapy.